Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported bent delivery catheter (dc) shaft in this incident could not be determined. In this case, it is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the bent dc shaft; however, this cannot be confirmed. Difficult to position the dc shaft however, was due to the bent dc shaft. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, additional information received: reportedly, the delivery catheter shaft was bent close to but not more than 90 degrees.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is submitted due to atypical movement of the delivery catheter. If this were to re-occur, this issue has the potential to cause or contribute to tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation, grade 4+. The clip delivery system (cds) was prepared per instructions for use (IFU) without issue. Once in the left atrium and ready for translation, the delivery catheter (dc) handle was advanced, however; the shaft appeared to be bent. The device was not moving in the intended direction. Per fluoroscopy, the dc shaft was confirmed to be kinked. The device was removed without issue and another cds was used successfully. One clip was implanted reducing the mr to grade 2. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.